Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient had an abscess at an infusion site. The patient was hospitalised and the abscess was surgically removed. At the time of call, the patient was still in hospital. No further information available.